Event description:
A report was received that the patient underwent an explant due to believing the device "was not working." No further infomation is available.

Manufacturer narrative:
Patient weight not available. Date of event is 2007. Exact date not available. Additional suspect device components invovled in the event: model: sc-8116-70 description: artisan 2x8 paddle lead model: sc-3108-25 description: lead extension, 25 cm (phase I) model: sc-3108-25 description: lead extension, 25 cm (phase I) a review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occured during manufacturing. This is a final report.